Manufacturer narrative:
A product investigation was completed: the aiming arm for ti cannulated tibial nails-ex (03.010.52) is noted in the titanium cannulated tibial nail technique guide. Following nail insertion, the aiming arm is attached to an insertion handle (03.010.486 or 03.010.485) and is utilized to ensure proper proximal nail position and, following distal locking, for targeting of the nail¿s proximal locking holes. The returned instrument was examined and no defects or deficiencies were identified which may have contributed to the complaint condition of misalignment. The inspected device showed no signs of deformation, as such the surgeons belief was unable to be confirmed. General wear (worn finish, nicks, scratches) consistent with repeated of an 11+ year old device (manufactured june 23, 2005) was noted. Misalignment during proximal locking can be the result of numerous factors including, but not limited to, patient anatomy and surgical technique. The system technique guide offers the following caution: do not exert forces on the aiming arm, protection sleeve, drill sleeves and drill bits. These forces may prevent accurate targeting through the proximal locking holes and damage the drill bits. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: june 23, 2005. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a left intramedullary (im) tibia nailing on (B)(6) 2016 the drill bit missed the screw hole. The aiming arm may be bent. There was a three to five (3-5) minute surgical delay. The procedure was completed successfully with another aiming arm. There were no patient issues. Concomitant device reported: drill bit (part unknown, lot unknown, quantity 1), screw (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).